Manufacturer narrative:
Stryker performed a clinical review and it was determined that the device may have contributed to the patient outcome. A review of the electronic patient record indicated that a shock was delivered at the device¿s time, 9:31:33. The ECG was unobtainable for the rest of the event, and the user was unable to provide defibrillation if needed. The cause of the reported issue was determined to be due to the therapy cable.

Event description:
A customer contacted stryker to report that their device failed to display ECG rhythm during a patient event. After swapping the electrodes with another set, the device still did not function as intended. Thereafter, the customer advised that a back-up device was available and was used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section b1, adverse event/product problem of the supplemental medwatch report indicates product problem. Section b1, adverse event/product problem of the supplemental medwatch report should indicate adverse event and product problem. Section b2, outcome attributed to ae and death date of the supplemental medwatch report indicates blank section b2, outcome attributed to ae and death date of the supplemental medwatch report should indicate death and (B)(6) 2024. Section h1, type of reportable event of the supplemental medwatch report indicates malfunction. Section h1, type of reportable event of the supplemental medwatch report should indicate death.

Event description:
A customer contacted stryker to report that their device failed to display ECG rhythm during a patient event. After swapping the electrodes with another set, the device still did not function as intended. Thereafter, the customer advised that a back-up device was available and was used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service technician evaluated the customer's device and was able to duplicate the reported issue. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device failed to display ECG rhythm during a patient event. After swapping the electrodes with another set, the device still did not function as intended. Thereafter, the customer advised that a back-up device was available and was used to continue patient care. The patient associated with the reported event did not survive.